Event description:
It was reported that during a procedure to remove 4 cardiac leads, a small tear in the superior vena cava (svc) was identified. The lead being removed at the time of this reported injury was a pacing lead in the right ventricle (rv) that had been implanted for a duration of 264 months. A cardiac implantable electronic device (cied) system/pocket infection was the extraction indication. During extraction of the lead, a spectranetics lead locking device (lld) was initially used but slipped out of the lead due to lead insulation breaks. At this point, the glide-light device was advanced down the lead with very low traction force. This advancement resulted in an svc tear within the pericardium. The patient reportedly maintained sufficient blood pressure, so no rescue devices were required while the surgeon successfully repaired the small hole in the svc. Additional hospitalization of the patient was required, although the patient outcome was good.